Event description:
It was reported that a minimum fill notification occurred. There was no adverse impact to the customer's blood glucose level. The customer was initially unable to resolve the issue by cleaning or reloading the existing cartridge, prompting guidance from technical support. They successfully loaded a new cartridge onto the pump using the proper technique, allowing them to resume insulin delivery.